Manufacturer narrative:
Cont. H.6. Health effect f1905 device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "rupture confirmed with an MRI". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "rupture confirmed with an MRI". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.